Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the batch history record was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: pir event description: the asd measured about 6mm at static measurement under ice imaging. No balloon sizing was performed. 9mm was implanted and procedure was complete. Later that day, echo/cxr showed the device was embolized to the descending aorta. Patient was taken back to the lab and the device was removed successfully and gore septal occluder was implanted under ice. Balloon sizing was used for the implantation of the gore device and the patient went home and is doing well. Dr. (B)(6) said, the occlutech device was undersized and reason for embolization.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.